Event description:
The customer obtained repeatable, falsely elevated results on serial samples from a single pt during the timeframe of (B)(6) 2009, using vitros trop I es reagent on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported and questioned by the physician, however, there were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found no evidence that the vitros eci or vitros trop I es reagent malfunctioned. The investigation determined elevated vitros trop I es results were obtained from four serial samples collected from a single pt. The definitive root cause could not be determined, but an unk interferent or the presence of a heterophilic antibody in the pt's sample could not be ruled out.